Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation was reported to be due to deflation. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening. Partial delamination on the plug strap disk shell (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.